Event description:
Customer reports receiving erratic readings in their freestyle flash blood glucose monitor. In blood glucose tests, customer received readings of 288 mg/dl, 135 mg/dl, 417 mg/dl, 286 mg/dl, 356 mg/dl and 278 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "a", "b", and "c" zones. The "c" zone result shows the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.